Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented via a (B)(6). Post-paced t-wave oversensing. Device reprogramming resolved the issue. Patient condition is good. Related MFR number: 2938836-2014-13313.